Event description:
A nurse called to report the customer was hosptialized for low bgs. The customer had been working in the barn of the ranch. Pt was found unconscious by the family member and had been out for four hours in the rain. The customer was hypothermic at that time and had to be given defibrillator to restore the heartbeat. The pt was hit in the face by a feeder that fell on them. The spouse stated they were not sure if patient went into the low bgs first before the feeder fell, or if patient was knocked out by the feeder falling, then leading to low bg. The customer did not feel the pump was the cause of the incident. It was requested that the data be download from the pump before returning.